Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033579) on 10-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor said she couldnt see it (other coil), the other coil possibly migrated and is puncturing something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("only one side was able to be implanted"). In (B)(6) 2013, the patient experienced device expulsion ("I felt a gush and one of the implants had fallen out") with abdominal pain and back pain ("severe back pain on my left side/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and tooth fracture ("broken tooth"). The patient was treated with surgery (essure removal). At the time of the report, the device dislocation, complication of device insertion, device expulsion, back pain and tooth fracture outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device dislocation and device expulsion with essure. The reporter considered tooth fracture to be related to essure. Quality-safety evaluation of ptc: medical assessment: the events reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event broken tooth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033579) on 10-feb-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor said she couldn't see it (other coil), the other coil possibly migrated and is puncturing something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("only one side was able to be implanted"). In (B)(6) 2013, the patient experienced device expulsion ("I felt a gush and one of the implants had fallen out") with abdominal pain and back pain ("severe back pain on my left side/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("broken tooth"), dysmenorrhoea ("I had sever cramping"), menorrhagia ("gush of blood"), fatigue ("exhaustion") and constipation ("constipation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, complication of device insertion, device expulsion, back pain, tooth fracture, dysmenorrhoea, menorrhagia, fatigue and constipation outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device dislocation and device expulsion with essure. The reporter considered constipation, dysmenorrhoea, fatigue, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: medical assessment: the events reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(6) .¿ . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event "exhaustion", "constipation" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033579) on 10-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor said she couldnt see it (other coil), the other coil possibly migrated and is puncturing something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("only one side was able to be implanted"). In march 2013, the patient experienced device expulsion ("I felt a gush and one of the implants had fallen out") with abdominal pain and back pain ("severe back pain on my left side/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("broken tooth"), dysmenorrhoea ("I had sever cramping") and menorrhagia ("gush of blood"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, complication of device insertion, device expulsion, back pain, tooth fracture, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device dislocation and device expulsion with essure. The reporter considered dysmenorrhoea, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: medical assessment: the events reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ most recent follow-up information incorporated above includes: on 20-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033579) on 10-feb-2014. The most recent information was received on 25-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor said she couldnt see it (other coil), the other coil possibly migrated and is puncturing something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("only one side was able to be implanted"). In (B)(6) 2013, the patient experienced device expulsion ("I felt a gush and one of the implants had fallen out") with abdominal pain and back pain ("severe back pain on my left side/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("broken tooth"), dysmenorrhoea ("I had sever cramping"), menorrhagia ("gush of blood"), fatigue ("exhaustion") and constipation ("constipation"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, complication of device insertion, device expulsion, back pain, tooth fracture, dysmenorrhoea, menorrhagia, fatigue and constipation outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device dislocation and device expulsion with essure. The reporter considered constipation, dysmenorrhoea, fatigue, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033579) on 10-feb-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('doctor said she couldnt see it (other coil), the other coil possibly migrated and is puncturing something') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced complication of device insertion ("only one side was able to be implanted"). In (B)(6) 2013, the patient experienced device expulsion ("I felt a gush and one of the implants had fallen out") with abdominal pain and back pain ("severe back pain on my left side/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), tooth fracture ("broken tooth"), dysmenorrhoea ("I had sever cramping") and menorrhagia ("gush of blood"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, complication of device insertion, device expulsion, back pain, tooth fracture, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, device dislocation and device expulsion with essure. The reporter considered dysmenorrhoea, menorrhagia and tooth fracture to be related to essure. Quality-safety evaluation of ptc: medical assessment: the events reported are possible undesirable events with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without batch number or sample. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ most recent follow-up information incorporated above includes: on 20-mar-2020: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.